Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the time has "drifted" 30 minutes. In addition, it was reported that the insulin gauge displayed an inaccurate reading after loading a new cartridge with approximately 200 units of insulin. Customer was able to successfully load a new cartridge onto the pump and received an accurate fill estimate. Customer had elevated blood glucose levels (250 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.